Event description:
It was reported that a protege rx was being used during a procedure to treat a plaque lesion with 95% lesion stenosis in the common carotid artery. After the stent system entered the body and reached the designated position, the handle was pressed and the stent catheter was pulled backwards, but there was no response and it could not be deployed. The lesion was pre-dilated with a 5*30 device, and embolic protection was used. No resistance was encountered when advancing the device, and no excessive force was used. The procedure was completed by replacing the stent with a new one. No patient complications have been reported as a result of this event. When the device was retuned for evaluation it was noted that the stent was partially deployed.

Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tightened. The stent was confirmed as 40mm, approx 5mm of the stent was exposed, a 20cc water filled syringe was used to flush the device, the device flushed by the guidewire space only, a 0.014¿ guidewire was able to advance through the device, the device was set up in the deployment fixture, the stent did not deploy with a maximum peak force of 7.10lbs, which is above the recommended deployment force, manual deployment was attempted but only a portion of the stent became exposed that was heavily covered in biologics medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.